Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h10 14 previously reported events are included in this follow-up record. Product return status 2 devices were received. 12 devices were not available for evaluation.

Event description:
This report summarizes 14 malfunction events in which the device reportedly overheated. - 5 events had no patient involvement; no patient impact. - 7 events had patient involvement; no patient impact. - 2 events which had a mild injury, illness or impairment which can be treated with minimal or no intervention.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 47 events were previously reported during the reporting period; however, - 22 previously reported events in this report should have been included under MFR report # 0001811755-2021-00106. - 8 previously reported events in this report should have been included under MFR report # 0001811755-2021-00108. - 17 previously reported events are included in this follow-up record. Product return status: 17 device investigation types have not yet been determined.

Event description:
This report summarizes 17 malfunction events in which the device reportedly overheated. - 15 events had no patient involvement; no patient impact. - 2 events which had a mild injury, illness or impairment which can be treated with minimal or no intervention.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 17 events were previously reported during the reporting period; however, 2 previously reported events in this report should have been included under MFR report # 0001811755-2021-00106. 1 previously reported event in this report should have been included under MFR report # 0001811755-2021-00108. 14 previously reported events are included in this follow-up record. Product return status 8 devices were not available for evaluation. 6 device investigation types have not yet been determined.

Event description:
This report summarizes 14 malfunction events in which the device reportedly overheated. 12 events had no patient involvement; no patient impact. 2 events which had a mild injury, illness or impairment which can be treated with minimal or no intervention.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 47 events were reported for this quarter. Product return status: 10 devices were received. 37 device investigation types have not yet been determined. Event confirmation status: 2 reported events were confirmed. 8 reported events were not confirmed. Evaluation results: 5 devices were found to be affected by lubrication breakdown. 5 devices were found to be affected by internal corrosion. Additional information: 47 devices were not labeled for single-use. 47 devices were not reprocessed or reused.

Event description:
This report summarizes 47 malfunction events in which the device reportedly overheated. 45 events had no patient involvement; no patient impact. 2 events which had a mild injury, illness or impairment which can be treated with minimal or no intervention.